Event description:
The bravo ph monitor was originally returned for an unk reason.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The capsule was returned separate from the delivery system. The trocar needle was advanced with no blood/tissue present. The plunger was fully depressed and retracted. The analyst found no visual anomalies of the push pin and thrust tip. There were bends in the push/pull wires, due to it being returned bunched up and taped. The capsule did not attach.